Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not fully draining while in treatment and was also having trouble draining manually. The patient reported being constipated. The patient noted that they were unable to select options on the touch screen when pressed. Technical support assisted the patient to calibrate the screen. The patient discovered a fluid leak from the patient line during drain 5 of their pd treatment. The patient reported receiving a notice: draining slowly message during drain 5 of 5 of treatment. The message occurred multiple times. The blue pin that is closest to the patient was pushed in. The stay safe pin was pushed in because the patient thought it may have been leaking. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not fully draining while in treatment and was also having trouble draining manually. The patient reported being constipated. The patient noted that they were unable to select options on the touch screen when pressed. Technical support assisted the patient to calibrate the screen. The patient discovered a fluid leak from the patient line during drain 5 of their pd treatment. The patient reported receiving a notice: draining slowly message during drain 5 of 5 of treatment. The message occurred multiple times. The blue pin that is closest to the patient was pushed in. The stay safe pin was pushed in because the patient thought it may have been leaking. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but to date has not been provided.